Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the doors 2 and 3 failed repeatedly throughout the day. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the doors 2 and 3 were failed. A field service engineer shut down the station, removed the latch column, replaced all latches, and reinstalled the latch column, restarted the station and tested the doors using the hardware test application, confirming proper operation. Successfully completed the acceptance test and restarted the application. The customer was able to access the doors and perform medication inventory without any issues and verified full functionality. The system functioned as intended after the field service engineer repaired the device.